Event description:
A pt received her first treatment on 6/26/96 with 2 formulations of collagen into the glabella, horizontal forehead lines, periorbital lines, vertical lines above the upper lip, nasolabial folds, left cheek, and scars on the nose. On 7/31/96, the pt noted redness, swelling, and induration at the horizontal forehead treatment sites. On 8/16/96, she telephoned the office and alleged intermittent symptoms which worsened when under stress. On 8/19/96, she presented with swelling and induration at the horizontal forehead treatment sites. The skin test site and all other treatment sites remained asymptomatic. The md diagnosed a hypersensitivity; massage and topical ultravate were prescribed. In late 8/96 (exact date unk), alopecia of the scalp was noted; the physician did not believe the alopecia was related to the collagen but believed it was probably related to stress. On 9/3/96, the pt presented with swelling and induration at the glabellar and periorbital treatment sites; intralesional kenalog was prescribed.